Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and paravalvular leak (pvl) are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the root cause of the too ventricular and canted placement of the valve was indicated as the first valve was not perpendicular to the annular plane during deployment (due to fair coaxial alignment of the delivery system). The canted and too ventricular position of the valve likely resulted in the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical valve placement, the valve ended up canted and low in the non-coronary cusp, 80:20 ventricular. This placement caused moderate paravalvular leak (pvl) by echo and angiogram. A second 26mm valve was deployed more aortic without incidence, and landed 50:50 with final assessment of trace pvl by echo. The apex was closed and patient transferred to the unit in stable condition. The root cause of the canted placement was indicated as the first valve was not perpendicular to the annular plane during deployment. This patient had severe native valve/leaflet calcification. The image intensifier angle and the coaxial alignment of the delivery system and valve were both indicated as fair.